Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec-3890li is available in the USA with a 510k number k131855. Evaluation summary: it was caused due to an excessive force applied on the ccd cable. Replaced parts in this complaint are as follow: ccd module; light guide fiber bundle (lcb). This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. Image disturbance during angulation.